Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Exposed to magnetic field or MRI unknown. The pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they had magnetic resonance imaging examination with the reported insulin pump attached. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.